Event description:
During a laparoscopic tubal ligation, the white seal went through with the instrument into the pt's adbomen. It was retrieved. The procedure was completed without consequence to the pt.